Manufacturer narrative:
A ge representative evaluated the system and replaced the main system batteries, snubber board, and c-arm backplane. Ge representative performed a generator calibration and a filament calibration. System operates as intended.

Event description:
The customer reported the system intermittently will not produce an image. No patient injury was reported.